Event description:
It was reported that 014 ht versaturn guide wire was noted to have the green coating on the distal end separate off the wire when wiping with wet gauze. No pieces were left in the anatomy, coating only came off once wiped. There were adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that an interactions between the guide wire and an accessory device may have contributed to the reported coating separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Date of event: estimatedna.